Event description:
Upon inspecting a surgical light head at a user facility in which half of the led pods were allegedly not lighting up, evidence of burning/charring was observed on the printed circuit board. There was no reported patient involvement and no adverse consequence reported.

Manufacturer narrative:
Evaluation summary - the original reported issue from the customer was for half of the led pods in a visum led surgical light head were not powering on. A stryker field service representative visited the user facility and verified the non-functioning surgical light head. The service technician also discovered evidence of burning on the printed circuit board within the light head. The light head was replaced. There was no report of smoke or fire from the customer. This was only noticed by the service technician upon inspection of the light head at the user facility. There was no reported patient involvement and no adverse consequence reported.